Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced diabetic ketoacidosis on the second day and had vomiting and pump was discontinued at the hospital after being treated with injection and patient was recovered on third day and got discharged. On (B)(6) 2024, patient blood glucose levels were increased to 500 mg/dl when the cannula was removed and it was broken, therefore patient switched to a pen and recovered. No further information available.